Event description:
It was reported to philips that the c-arm rotational movement failed. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the complaint. According to the additional information collected, customer was performing diagnostic procedure and completed as planned by using another lab. Phillips field service engineer (fse) inspected the system onsite and confirmed that c-arm rotation movement failed. Review of the system log file showed that there was an error in upon troubleshooting, fse found that there was an error in z-rotation and the z rotation motor was leaking oil. To resolve this issue, fse repaired broken wire on z-rotation pot, replaced z-rotation motor, calibrated z-rotation movements. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome. Evaluation method code was corrected.